Manufacturer narrative:
The lot number was documented as 150810 on the initial report. It has been updated as 150814. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the battery did not function because the safe mechanism was triggered due to a short circuit. Additionally, it was observed that the red led from the charger was flashing and the charger could not recognize the batteries. The findings suggest that the device was not damaged by dropping or any liquid. It was found that the cable welded on the positive pole was broken and that this cable does not belong to the battery. The assignable root cause was due to faulty supplier production. This has been escalated to a scar. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event it was reported from the (B)(6) that during testing it was observed that the universal battery charger device was not working as the red triangle light was coming on when the battery devices were in the bays. The reporter stated that new battery devices were tested to see whether this was the issue, but when placing the new battery devices into the charger, there was a spark/smoke from the universal charger device and the battery devices were showing no charge. The event was not related to a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.